Manufacturer narrative:
(B)(4). Batch # r59k79. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, on the first firing in black the tissue was very thick. And the surgeon fired it and everything was fine, and when they reloaded the stapler the anvil was bent and would not re-fit down the trocar. Case completed with another device of the same product code. There were no patient consequences reported.